Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. It was reported that the button "1" on the screen is intermittent and the customer has to press the button multiple times for the pump to respond. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives.